Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number could not be verified. A 12 month review of complaint listing for rash/itch under border icc code (B)(4) found (B)(4) cases reported. No events or capas relating to the complaint issue were found in the global non-conformance reporting system for the previous 12 months of case creation.

Event description:
Report received indicated the pt applied the pouch to clean, dry skin but noted redness and itching under the tape collar within 24 hrs, so the pt removed the product. No further info was provided and the pt outcome was not reported.